Manufacturer narrative:
Occupation: other, senior counsel, litigation. A right heart catheterization with transseptal left heart catheterization and atrial septal defect (asd) closure using an amplatzer device was performed. After successful completion of the asd closure, the trapease filter was successfully deployed into an infrarenal position, l3 disc space, with confirmation of a good position. Twelve years and ten months after the index procedure the patient was seen for nyha (new york heart association) class iii heart failure with peripheral edema, ejection fraction (ef) 40-45%, aortic insufficiency with aortic root dilation. The patient¿s medical history includes coronary artery disease (cad), myocardial infarction (mi) with percutaneous coronary intervention (pci) of the obtuse margin (om) and subsequent emboli resulting in asd occlude and inferior vena cava (ivc) filter, implantable cardioverter-defibrillator (ICD) implantation, chronic obstructive pulmonary disease (copd), obstructive sleep apnea, cerebrovascular accident (cva), parathyroidectomy and multilevel spinal degeneration. Removal of the ivc filter was scheduled prior to aortic valve replacement and aortic root aneurysm repair. Twelve years and ten months after the index procedure an abdominal computed tomography (CT) scan revealed an infrarenal ivc present, which appears to be a trapease filter. The superior neck abuts the anterior wall of the ivc. The inferior neck abuts the lateral ivc wall at the level of the bifurcation. The six struts of the filter all project beyond the lumen of the ivc. Two of the struts abut the l3-l4 disc space. Additionally, two of the struts come in close proximity to the adjacent aorta, but do not appear to penetrate the aortic wall. There was no evidence of chronic or acute thrombus in the ivc or pelvic vessels. The next day the main body of the filter was removed successfully. However, during the complex removal procedure it was noted that the filter had broken struts. Some of the broken struts remain in the pericaval soft tissues. Heparin to bridge to coumadin was started and computed tomography angiography was planned for one week follow up. As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history includes moderate pulmonary hypertension, reduced ef% from non-ischemic cardiomyopathy, pulmonary emboli, hepatomegaly, cholecystectomy, vsd repair from tetralogy of fallot in 1968, basal cell ce removal, back surgery, hepatitis c, elevated triglycerides, macrocytic anemia, anemia with iron deficiency, depression, right bundle branch block, hypertension, two tias, patent foramen ovale, thrombosis of the ovarian vein, irritable bowel syndrome (ibs), total abdominal hysterectomy (tah), basal cell carcinoma (bcc), bacterial pneumonia, fibroids, ovarian tumor, brain tumor, chest pain and occasional palpitations. At the time of asd closure, with an amplatzer device, the trapease filter was successfully deployed into an infrarenal position, l3 disc space, with confirmation of a good position. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter tilted, struts perforate the wall of the ivc and two struts come in contact with the l3-l4 disc space. The ivc filter was removed and was found to be deformed. Struts of the filter fractured with most of the struts buried in the soft tissue and unable to be retrieved and one strut protruded into the lumen of the ivc. Per the patient profile form (ppf), the patient reports filter fracture, filter tilt, migration of fractured struts into the pericaval soft tissues, perforation of filter struts outside the ivc and into organs and the filter is embedded into wall of ivc. Thirteen years post implant, a complex removal of the filter was successfully completed. Portions of the fractured filter were retained in the pericaval soft tissue. The patient also reports pain and anxiety. Approximately 13 years post implant, the patient was seen for nyha class iii heart failure with peripheral edema, ejection fraction (ef) 40-45%, aortic insufficiency with aortic root dilation. The patient¿s medical history includes coronary artery disease (cad), myocardial infarction (mi) with percutaneous coronary intervention (pci) of the obtuse margin (om) and subsequent emboli resulting in asd occlude and inferior vena cava (ivc) filter, implantable cardioverter-defibrillator (ICD) implantation, chronic obstructive pulmonary disease (copd), obstructive sleep apnea, cerebrovascular accident (cva), parathyroidectomy and multilevel spinal degeneration. Removal of the ivc filter was scheduled prior to aortic valve replacement and aortic root aneurysm repair. A CT scan revealed an infrarenal ivc present, which appears to be a trapease filter. The superior neck abuts the anterior wall of the ivc. The inferior neck abuts the lateral ivc wall at the level of the bifurcation. The six struts of the filter all project beyond the lumen of the ivc. Two of the struts abut the l3-l4 disc space. Additionally, two of the struts come in close proximity to the adjacent aorta, but do not appear to penetrate the aortic wall. There was no evidence of chronic or acute thrombus in the ivc or pelvic vessels. The next day the main body of the filter was removed successfully. However, during the complex removal procedure it was noted that the filter had broken struts. Some of the broken struts remain in the pericaval soft tissues. Heparin to bridge to coumadin was started and computed tomography angiography was planned for one week follow up. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc and organ perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the trapease vena cava filter is not indicated post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The instructions for use (IFU) states filter fracture, separation and deformation are potential complications of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the inferior vena cava (ivc) filter tilted, struts perforate the wall of the ivc and two struts come in contact with the l3-l4 disc space. The ivc filter was removed and was found to be deformed. Struts of the filter fractured with most of the struts buried in the soft tissue and unable to be retrieved and one strut protruded into the lumen of the ivc. The fractured struts pose a progressive risk of severe pain and life-threatening complications. The fractured struts also pose an increased and progressive risk of migration and embolization. As a direct and proximate result of these malfunctions the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. Information received per the patient profile form (ppf) states that the patient experienced filter fracture, filter tilt, migration of fractured struts into the pericaval soft tissues, perforation of filter struts outside the inferior vena cava (ivc), perforation of filter struts into organs and filter embedded into wall of ivc. The patient became aware of the reported events twelve years and eleven months after the index procedure. Thirteen years after the index procedure, the filter was removed percutaneously. The removal procedure was difficult. Portions of the fractured filter were retained in the pericaval soft tissue. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. Additional information received per the medical records indicate that the patient has a surgical history of cholecystectomy for stones, ventricular septal defect (vsd) repair of tetralogy of fallot in 1968, basal cell surgery and back surgery. The patient has a medical history of hepatitis c, increased triglycerieds secondary to hepatitis c therapy, macrocytic anemia, anemia with iron deficiency, depression, right bundle branch block, hypertension, two transient ischemic attacks (tia), patent foramen ovale, thrombosis of the ovarian vein, irritable bowel syndrome (ibs), total abdominal hysterectomy (tah), basal cell carcinoma (bcc), bacterial pneumonia, fibroids, ovarian tumor, brain tumor, chest pain and occasional palpitations. Three months prior to the index procedure the patient was admitted to the hospital for shortness of breath and fatigue with possible pulmonary emboli. A computed tomography (CT) scan revealed mild hepatomegaly with prominence of the common bile duct and the proximal pancreatic duct, a 4-mm hyperdense lesion in the liver (likely to be a cyst) and the patient was noted to have left ovarian vein thrombosis. Two months prior to the index procedure the patient was diagnosed with right sided aortic arch, moderate pulmonary hypertension and moderately reduced ejection fraction consistent with a nonischemic cardiomyopathy. Anticoagulation therapy was recommended. Continued.